Event description:
It was reported that the pulse generator exhibited loss of pacing which was observed by electrocardiogram. An attempt to reconnect the device to the lead was unsuccessful. The pulse generator was explanted and replaced. There were no adverse consequences to the patient. The patient's condition post procedure was stable.

Manufacturer narrative:
Analysis was normal, no anomalies were found.